Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional (width) verification was performed and the lens was found to be in specification. Dimensional length and refractive verification were performed and the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: the DHR review indicated that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -10.50/+1.5/087 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to patient experienced a refractive surprise. The lens was replaced with another same model/length lens and the problem was resolved. The surgeon felt the lens diopter was incorrect.